Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). Based on the system symptoms and issue pattern, the customer service engineer checked the system and found that the warning message "small focus defect" was visible in the log files. In this case a warning message for a defect focal spot is also displayed to the user and an exchange of the tube can be triggered by the customer. If one of the foci has an issue, the system automatically switches to the next larger focus after three attempts. The same applies if the user selects a different organ program. In this case the switch over worked as intended. The returned x-ray tube was examined in detail. After disassembling the tube insert, it was determined that the welding point of the small focus was unsatisfactory. After hardware replacement there were no further issues and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no further corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono floor system. During an interventional procedure, the user reported that no x-ray or stand movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.